Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in the (B)(6) reported that the distal connector of an opt944 nasal cannula fell apart while the nurse was adjusting the cannula, after an hour of patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). The opt944 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint cannula was returned and was visually inspected. Results: the cannula tubing was stretched and pulled apart near the swivel connector. The swivel connector itself had also been pulled apart and part of it was missing. Conclusion: the damge to the tubing indicates that the tubing was pulled on with excessive force, causing it to stretch and tear. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt942 nasal cannula include the following steps: ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. Cannula can become unattached if not used with the head strap clip. Attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A hospital in the (B)(6) reported that the distal connector of an opt944 nasal cannula fell apart while the nurse was adjusting the cannula, after an hour of patient use. There was no patient consequence.